Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; seroma.

Event description:
Patient reported via company representative "implant rupture and a 3.0ml seroma." Affected side is right. The device has been explanted.